Manufacturer narrative:
The complaint sample has not been returned for evaluation; therefore, the issue could not be confirmed and the root cause and corrective actions could not be identified. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-apr-12.

Event description:
The customer states: the bag was leaking at the seam during feeding. There was no patient harm.